Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the warnings do not show on the smart device on the locked screen. No additional event or patient information is available.